Event description:
It was reported that a spectrum infusion pump had upstream occlusion problems. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom upstream occlusion problems through review of the event history log, but did not reproduce it. The evaluation found that the device passed all occlusion tests and was operating within specification in relation to the reported symptom. The device was recalibrated to ensure proper occlusion detection.